Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent. A stent fracture, as initially reported, cannot be confirmed. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion with total occlusion in the mid rca. The orsiro could not be delivered to the mid rca, despite pre-dilatation and using a guideliner. The stent fractured during manipulation. The investigation revealed a stent deformation instead of fracture of the stent.